Manufacturer narrative:
Damaged jaws. Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unknown procedure, the clip did not come out at the first time it gripped. Another device was used to complete the case. There were no adverse consequences to the pt.